Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code displayed) has been confirmed.  As received, the monitor displayed a service code 206. Upon evaluation, the monitor detected the shell application image is corrupted in flash. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse events resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open red (can h) and main batt wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse events resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving service codes.